Event description:
It was reported that during a lobectomy procedure, when released, the cartridge dropped off in the pt's body. The cartridge was retrieved. Another device was used to complete the case. No pt consequence reported.